Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported that the patient was not feeling stimulation during the trial. The trail began on (B)(6) 2015 and the patient stopped feeling stimulation over the weekend. The patient visited the hcp's office on the day of the report and something was adjusted but the patient was still unable to feel stimulation. The hcp wanted to know if there was any troubleshooting that could be done. It was suggested that they turned stimulation off and remove and replug the trialing cable. The stimulation was turned up again and the patient was able to feel stimulation. The hcp indicated that the green light was blinking and the low battery light may have also been blinking it was not clear during the call. The nurse also reported that there was no light and turning the (a) dial up did not resolve the reported loss of stimulation. This was considered a sudden change in therapy/symptoms. The nurse was working with the trial patient and reported that the external neurostimulator (ens) box was not working; they could not get the light to come on even though they replaced the batteries. The patient was not feeling stimulation and stated that they had this issue on (B)(6) 2015 but they replaced the battery and it was resolved then 2 hours later the same issue occurred. No outcome or intervention was reported regarding the patient not feeling stimulation. The event occurred during use and the indication for use is unknown. Further follow- up is being conducted to obtain information. If additional information is received, the event will be updated. Additional information received from the manufacturing representative reported that the leads migrated which was why the patient did not have stimulation sensation. It was noted that they were proceeding with other therapies.